Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+1.0/052 (sphere/"cylindar"/axis) into the patient's left eye (os) on (B)(6) 2018. Reportedly, the lens tore during injection into the eye. On (B)(6) 2018 the lens was exchanged with an alternate lens and the problem was resolved.

Manufacturer narrative:
Additional data device evaluation- the lens was returned dry in a microcentrifuge vial. Visual inspection found optic torn, haptic torn and clear surgical residue on the lens surface. Claim# (B)(4).